Event description:
Procedure type: ventral hernia repair. According to the reporter: mesh did not hold suture, it tore. Opened another device, which worked properly. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).